Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology. The tissue injury appears to be related to procedural conditions of the inability to grasp. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet/chordal damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 5+. The clip delivery system (cds) was advanced to the mitral valve at a2p2. Difficulty was met grasping the leaflets however was ultimately successful. Motion was noted on the posterior leaflet therefore the leaflets were ungrasped and attempted to be grasped again without success. The cds was removed when it was noted there was possible chord material on the clip. Two clips were able to be implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.